Event description:
The manufacturer received information alleging the negative flow verify test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices sensor board had caused the negative flow verify test step to fail on this device. In conclusion, the sensor board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the power cord clamp, rubber feet, and handle were replaced due to it was missing on the device. This was unrelated to the reportable issue. The device passed all final testing.